Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined.

Event description:
The patient had si joint arthrodesis in 2016. After a period of pain relief, the patient later complained that the implants felt proud of the ilium and were causing pain and requested that they be removed. The surgeon could not find anything wrong with position of the implants but removed two of them at the patient's insistence. The status of the patient following the revision procedure is not yet known.